Event description:
It was reported that the remote user interface joystick was not working. The sys would be effectively unusable. Ther is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.